Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted on (B)(6) 2024. The patient called dexcom to request replacements for 2 sensors and 1 transmitter because they were removed when she was brought to the hospital. She mentioned that she was wearing her dexcom on (B)(6) 2024, when she experienced vomiting, dizziness, and called 911 before passing out; however, she was unable to check her dexcom display device at the onset of symptoms. She only found out that her readings were high because of 911 when they tested her glucose using the test strip and was 232 mg/dl. She was taken to the emergency room and she was admitted to the intensive care unit (ICU) and treated with unremembered IV fluids. On the same day, she regained consciousness. She stayed at the hospital for 4 days, was released the day of the report, and in fine condition. The data performance logs indicate that the sensor session was started on (B)(6) 2024 at 10:58 am. The user wore the sensor for 2 days and the sensor session ended on (B)(6) 2024 at 2:43 pm. On the date of the reported serious event (02/05/2024) the patients estimated glucose values (egvs) were high throughout the morning and into the evening, however there were no high glucose alerts because the high alert setting was at 400 mg/dl and the patients egvs did not exceed 371 mg/dl. A signal loss event was observed during the evening of 02/05/2024; however this appears to have been after the dka event and was related to a depleted phone battery. The data indicates that the battery was discharging below 20 percent power just prior to the signal loss and the signal was restored once the phone was plugged into power and the app relaunched. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.